Event description:
It was reported that the customer received a motor error alarm. The customer attempted to change the reservoir and infusion set but was receiving the motor error alarm. The customer was able to continue a couple of time, but he then experienced issues with receiving motor error alarms while attempting to bolus. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The rewind functioned properly during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.